Event description:
It was reported that during the procedure, the device had low energy. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The console device was not returned; however, it was serviced at the customers facility by a field service engineer (fse). The reported allegation of the device tab window/blast shield issue and low power was not confirmed. The energy level is normal. It is recommended to regularly inspect and maintain the optical fibers, including trimming when necessary. The device history record (DHR) and service history record (shr) indicate the laser console was installed on 18 december 2020 and this event occurred 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. The investigation was unable to identify any damage or malfunction related to the reported allegation. Therefore, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that during the procedure, the device had low energy. The procedure was completed with this device. There were no patient complications.